Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-9165cdg universal baseplate impactor batch number: 052232 was received for investigation. Visual evaluation of the returned device noted the blue adapter component on the distal end was broken, the tabs had both broken off. Further visual inspection noted small cracks on the handle of the returned device as well. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces during impaction and/or prying/leveraging the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/11/2025, a sales representative reported via (B)(4) that (2) ar-9165cdg universal baseplate impactors blue plastic ring on the tip that centers the implant on the impactor broke off. This occurred during a reverse total shoulder procedure on (B)(6) 2025, they opened a backup revers glenoid tray to get another impactor handle, however the tip of that one was breaking off as well. The blue plastic portions that broke off were easily recovered and the baseplate was still able to be inserted with the handle.